Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 600 mg/dl for some time. On (B)(6) 2011, she felt very sick in the evening and her blood glucose measured 600 mg/dl. She was admitted to the hospital on (B)(6) 2011 and treated in the intensive care unit and will be moved to the regular care unit on (B)(6) 2011. Details of treatment were not provided. Her normal blood glucose level is 140 mg/dl. It was also reported that on (B)(6) 2011 the patient's blood glucose meter would not power on. Her diet counselor stated this is due to battery corrosion. The infusion device and blood glucose meter were requested to be returned for evaluation.